Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an infectious disease facility representative via phone that a patient who underwent surgery on 3/1/2023 is now experiencing an infection. An ar-1665psl peek loop 'n' tack¿ tenodesis implant system and an ar-2600sbs-6 speedbridge implant system with peek swivelock anchors were implanted during the surgery. No further information was reported. Additional information requested.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is patient specific event, specifically, an allergic-like reactions to de implanted devices. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Event description:
Additional information received on 11/13/2023: the infectious disease facility representative does not know where the procedure took place or the information of the surgeon. The procedure was performed on the right shoulder, and the arthrex products are still implanted. The infection was identified on (B)(6) 2023 but it's unknown if it's deep or superficial. The infection was treated with a right shoulder arthroscopic and open I&d. Additional information was requested.